Event description:
Additional information was received that the generator and lead were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
Additional information was received that product analysis was completed on the generator and lead. In the (B)(6) lab, the generator output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
It was initially reported that the patient's device was disabled for evaluation of seizures. It was later determined that the patient was not having seizures but pseudo-seizures. Additional information was received from the patient's husband that the reason for disablement was due to a malfunction even though the physician already reported the reason for disablement was due to evaluation of the patient's seizures. The patient had their generator and lead explanted. Good faith attempts for more information and product return have been unsuccessful to date.